Manufacturer narrative:
Follow up attempts were made to obtain patient information; no response received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Follow up attempts were made to obtain patient information; no response received. (B)(6).

Event description:
The customer reported the ventilator does not respond. The customer reported patient involvement with no harm to the patient.